Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: on (B)(6) 2022, the nurse removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly due to an issue with the wound. On (B)(6) 2022, the following information was provided to kci by the home health nurse supervisor: on (B)(6) 2022, the home health nurse observed the patient, and the patient was subsequently scheduled to see the physician on (B)(6) 2022. The physician appointment was reportedly cancelled, and the patient did not inform the home health agency so the v.a.c.® dressing was left in place until the next scheduled home health visit on (B)(6) 2022. The patient's wound allegedly appeared macerated with yellow slough and an alternate dressing was applied. The nurse confirmed there were no signs or symptoms of infection, and no medical or surgical intervention was performed to date. The patient was scheduled to see the physician on (B)(6) 2022. On (B)(6) 2022, the following information was provided to kci by the primary care physician's nurse: on (B)(6) 2022, the patient reportedly presented to the emergency room, reason unknown. On (B)(6) 2022, the following information was provided to kci by the wound care physician: the patient was admitted to the hospital allegedly due to gastrointestinal issues and subsequently underwent a surgical excisional debridement, dates not provided. No additional clinical information was provided. Kci record review noted the following: encounter date (B)(6) 2022 noted under wound #1: v.a.c site location: left hallux amp site. Appearance: 50% red tissue, healthy with some granulation. 50% yellow slough. Maceration noted from 12:00-3:00 approx. Undermining @ 2:00-4:00 @ 11-12:00. V.a.c.® therapy was initiated on (B)(6) 2022. The v.a.c.® dressing lot number was not provided and was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged slough, maceration and hospital admission are related to the v.a.c.® dressing. The patient's wound had pre-existing maceration and yellow slough prior to initiating v.a.c.® therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The physician reported the subsequent admission was due to gastrointestinal issues. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was applied to the patient's foot. The v.a.c.® dressing was allegedly left in the wound for over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or non-adherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing). Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.